Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient had experienced a loss or change of therapy; the patient reported they loss stimulation and had speech/tremor issues which started on (B)(6) 2016. The patient also reported that yesterday they charged for a couple of hours and went to bed with the patient programmer (pp) at (B)(4). They got up this morning with it saying (B)(4), they saw a blinking light and new batteries went to (B)(4). The patient went out for a couple hours and the device said (B)(4). The patient was advised to use regular alkaline batteries for the pp. The patient later reported their tremors had returned and they had gone to see their healthcare provider (hcp) regarding the loss of therapy. The hcp indicated that either the pp was not working or the implantable neurostimulator (ins) was not working, and instructed the patient to call in and troubleshoot to rule out the pp as the potential issue. The patient stated they had seen the blinking triangle on the pp and was not sure what that meant so they recharged the ins. The patient noted that now when they synched the ins it didn't show the "on ok" like it did before. The hcp had indicated the ins had been shut off this past week and that was why the patient's tremors had returned. The patient synched with the ins and stated the ins icons were showing, but the words on/ok were not next to the ins icon like they used to be. The stimulation was currently set at 1.30 on the left and 3.50 on the right. It was reviewed that the pp was functioning as it should and the patient had changed preference settings on how icons were displayed. The patient changed the settings back to showing both icon and letters. The patient then saw the therapy screen with the words on/ok, the therapy was on, and the patient was to follow up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, patient stated they had seen their hcp on (B)(6) 2016 and that reprogramming by the "md" resolved the tremor/speech issues. Also, it was restated the programmer no longer read "ok" next to the battery, there were concerns of malfunction or either the programmer or stimulator and the deep brain stimulator (dbs) battery turned off but clarified it was unclear why it turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.